Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the act button was really hard to press; the button had to be pressed in a certain spot in order for the command to activate. The patient's blood glucose at the time of incident was 269 mg/dl. Troubleshooting was initiated for the keypad anomaly. The act button functioned properly during troubleshooting; however, the customer stated that the act button sounded sticky underneath the key. The insulin pump was not returned for analysis at this time.